Manufacturer narrative:
The device was not returned to resmed for evaluation. Resmed has attempted to make contact with the patient for further information regarding the device and the reported event however, the patient has not responded. Resmed reference #: (B)(4).

Event description:
Resmed received a letter from the FDA regarding a medwatch (mw5064397) submitted by a patient. Per the report, a resmed s8 CPAP malfunctioned and flames appeared at the back of the machine. There was no patient injury reported as a result of this incident.